Event description:
This unsolicited case from united states was received on (B)(6) 2018 from the patient. This case concerns a (B)(6) male patient who received treatment with synvisc one and after unknown latency the patient had inflammation; also, device malfunction was identified for the reported lot number. No medical history was provided. The patient received synvisc one in his right knee three years ago and thought it was a "miracle drug" it worked so well. Patient does not have any prosthetic device, previous/ concomitant treatment with immuno-suppressants and no allergy history to avian proteins, feathers, or egg products. Patient had good overall health. Concurrent condition included mild hypertension (treated with lisinopril). On (B)(6) 2017, the patient initiated treatment with single intra-articular synvisc one injection, at the dose of 6 ml once (batch/lot number: 7rsl021; expiry date: not reported) in the right knee for osteoarthritis. Patient did not engage in activities such as jogging or tennis soon after the injection. Patient lived with a high degree of knee pain and was unable to state when the pain swelling and inflammation worsened after the injection, but it had worsened enough that a few weeks later he took the cane with him on a two week trip to europe (latency: few days). Pain was 7/10 and gradually worsened. The knee swelled up larger than normal, unable to make a guess on percentage (latency: few days). The patient does not normally use a cane. The physician's office contacted him and the first appointment available was for (B)(6) 2018. Patient was seen in the office and told he had received contaminated synvisc one. The patient was unsure what procedures were performed at his appointment yesterday but he did get an injection in the knee. The pain, swelling and inflammation have not yet resolved. Patient did not experienced fever, no blood culture was performed and no blood work was done. Corrective treatment: cane, elevation and ibuprofen (advil) for inflammation outcome: not recovered for both. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in (B)(6) 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation is completed, corrective and preventive actions would be implemented. Seriousness criterion: disability for both pharmacovigilance comment: sanofi company comment dated (B)(6) 2018: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced joint inflammation. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.